Manufacturer narrative:
Additional information: it was reported that the middle part of the onyx was deformed and was shortened due to implanting the stent in the severely tortuous lesion. In the most severely tortuous site, the strut appeared like it was doubled, however, the stent was fully engaged. The physician was satisfied with the onyx in the tortuous lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: no damage was apparent along the catheter during inspection. Balloon was returned inflated; no damage was evident to the balloon during analysis. The distal tip was deformed and partially bunched. A section of tip material had detached. The material was jagged and uneven at the detachment site. The inner lumen patency was verified with a 0.015 inch mandrel with the mandrel exiting the distal tip. Product analysis of image received: one photo was received from the account. The photo captures the deformed and partially bunched distal tip. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use nc euphora rx ptca balloon catheter to post-dilate a severely tortuous and severely calcified lesion located between the left main coronary artery, proximal left anterior descending artery and the proximal circumflex artery exhibiting 75% stenosis between the left main coronary artery and the proximal left anterior descending artery, and 99% stenosis of the proximal circumflex artery. There was no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was pre-dilated and post dilated. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that after a medtronic stent (resolute onyx 3.5x26mm) was successfully implanted, without any issues, in the lmt (left main trunk) to the proximal lcx (left circumflex) artery, the nc euphora (3.5x8mm) was delivered for post-dilation. However, the device tip was caught by the stent and could not cross the lesion. Therefore, a non-medtronic device was used. It was described that the tip of the nc euphora was found to be deformed and broken. Patient status post procedure is alive with no injury.